Event description:
It was reported that the pt had one (1) kugel composix hernia patch implanted to remedy a ventral incisional hernia. At some point between implantation and excision in 07, the pt began to experience severe abdominal pain. Pt also claims to have experienced abdominal fistulas. It is reported that at the time of the excision, the attending physician deemed the patch was defective based upon a visual examination of both the patch as well as the area surrouding the point at which the patch had been implanted. It was also reported that the patch had caused extensive small bowel adhesions.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or additional info becomes available.